Event description:
It was reported there was noise (interference) causing oversensing and battery depletion as a result. The lead was fractured. The device was capped. No patient complications have been reported as a result of this event.